Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-507a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It has been reported that during a bph procedure at 67508 joules and 10 minutes of usage "steam failure - fiber on standby" was observed. The fiber was exchanged and the procedure was completed with a second fiber.. Patient outcome: no injury to the patient was reported.